Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot#: v821427, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-56, lot#: v821427, implanted: (B)(6) 2012, product type: lead. Product ID: 3998, lot#: va02j9h, implanted: (B)(6) 2012, product type: lead. Product ID: 3708240, serial#: (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708260, serial#: (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2012, product type: extension. Other relevant device(s) are: product ID: 3888-56, serial/lot #: (B)(4), ubd: 08-sep-2015, UDI#: (B)(4) ; product ID: 3998, serial/lot #: (B)(4), ubd: 28-aug-2016; product ID: 3888-56, serial/lot #: (B)(4), ubd: 08-sep-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was not working properly. Specifically, the device would charge but they would not feel anything then it gave them a ¿jolt¿ like a shock. It was also reported that the patient thought (maybe) the leads had moved. The patient needed a physician as their previous doctor had moved. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.